Event description:
An altitude alarm was reported on the customer's pump. There was no adverse impact on the customer¿s blood glucose level. The customer took corrective actions by switching to multiple daily injections (mdi) as a backup therapy while awaiting a replacement pump. The customer received instructions on returning the faulty pump and acknowledged the steps for handling the new pump, which includes using updated software and managing sensor sessions properly.